Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end-of-life indicator due to long charge times. The plan was for the device to be explanted and replaced. No adverse patient symptoms were reported. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
This ICD was explanted and returned for laboratory analysis; however, this device is on legal hold. No analysis will take place at this time. No additional information is available at this time. Should additional information become available, this event will be updated. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.